Event description:
During a right mini open carpal tunnel release surgical procedure on (B)(6) 2010, using the safeguard mini carpal tunnel release system, the pt sustained on oblique partial laceration to his median nerve. On an unk date, a revision nerve wrap surgical procedure was performed. The pat was "not happy" with the outcome of the revision surgery and was refered by the surgeon to a neurosurgeon for follow up treatment. Add'l clinical info has been requested by integra.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.